Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of empathy medical/coloplast restorelle l performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia (burning and pain), granulation, sleep disruption due to nighttime incontinence, fatigue, depression, anxiety and other emotional issues. It was reported that on (B)(6) 2011, the patient underwent a surgery in order to treat the ¿suture¿ protruding through the vaginal mucosal cut. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy, anterior posterior repair due to post hysterectomy vaginal vault prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic urinary tract infections, dysuria, hematuria, vaginal soreness, urinary hesitancy, urinary retention, incomplete bladder emptying, urinary frequency, urgency, urinary leaking, and nocturia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginitis and vaginal dryness.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and discomfort.